Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during the first supply change, the user observed fluid leakage during the fill tubing process of the cartridge and was uncertain whether this was due to a connection issue or a defective supply; they were advised to discard and replace the supplies and to capture the lot number if leakage recurs. Symptoms included no change in blood glucose. Outcomes included no hospitalization and no reported clinical impact. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed insufficient information to confirm a device malfunction or component failure, and improper connection during setup remained possible. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine between user setup error and supply issue.